Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It was further informed that the device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Additionally, there are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during priming of this vamp plus pressure transducer prior to use in a patient, it was found that there was separation of the device from the three-way stopcock in a place where there are no threads. The device was exchanged with a new one to solve the issue. There was no allegation of patient injury. The product was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. H3: the product is expected to be returned for analysis; however, it has not yet been received.